Manufacturer narrative:
A boston scientific technical services consultant documented the clinical observations and discussed reprogramming with the caller. No other adverse events were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received inappropriate anti-tachycardia pacing (atp) therapy and shock therapy which was exhausted. The patient was sick with a fever and was experiencing supra-ventricular tachycardia (svt). No adverse patient effects were reported.